Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during calibration to a surgical procedure there was an illumination issue with both ports. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The central processing unit (cpu) battery was replaced to resolve the issue. The illuminator required replacement. However, the customer did not authorize the replacement at this time. The system was manufactured on september 1, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the low cpu battery and nonconforming tabletop illuminator module. However, how or when the tabletop illuminator module became nonconforming could not be determined. (B)(4).